Event description:
It was reported that there were stored episodes of non-sustained ventricular tachycardia (nsvt) and ventricular tachycardia (vt) with this implantable cardioverter defibrillator (ICD). During one episode, anti-tachycardia pacing (atp) was applied and accelerated the vt rhythm. The vt was successfully converted by a 41j shock. Technical services (ts) analyzed presenting electrogram (egm) and provided device optimization recommendations to clinician. No additional adverse patient effects were reported. Currently, this device remains in service.